Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 078) issue. The reporter stated that the pump had emitted a call service alarm during the load step after the pump had been dropped. After the pump had alarmed, the battery was changed, and another call service alarm was emitted. The second alarm reportedly would not clear. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 01/24/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/13/2014 with the following findings:a review of the pump¿s history showed a call service alarm on 10/27/2013. The time and date was accurately set at the start of investigation. The pump was unable to prime due to a call service alarm and could not be exercised. The pump cover was opened and an internal motor defect was found.